Manufacturer narrative:
Corrected data: ipg was explanted only. The device was not replaced at that time as previously reported.

Event description:
Follow-up information revealed the device was replaced and effective therapy was restored post-operative. The issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable after the patient fell on the ipg site. A company representative met with the patient and confirmed the issue using external devices. Consequently, the patient underwent surgical intervention at which time the ipg was explanted and replaced.